Event description:
During shift check, the autopulse platform (sn 35737) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported ua07 was a failed load cell. The cracked cover and failed load cell were likely attributed to mishandling, such as a drop. Unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted upon visual inspection. The cause of the observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua07 errors around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up. The load cell characterization check revealed an over-reporting load cell, confirming the root cause of the reported complaint. The failed load cell was replaced to address the ua07 error. Following service, the brake gap inspection was performed, and the brake gap was verified to be within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).